Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction, it was also reported that the patient could no longer feel device stimulaion. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Review of x-rays by MFR revealed that the lead electrodes apear to be implanted at the c6-c7 level, with strain relief bend and loop noted. No tie downs were noted. There did not appear to be any discontinuities; however, the entirety of the lead could not be assessed as some of the lead was under the generator, subsequently, a lead fracture could not be ruled out. The lead connector pin was noted to be past the generator connector block, indicating proper lead/generator connection. Device diagnostic testing performed at previous office visit approximately one month prior was within normal limits, indicating proper device function at that time. It was reported that the patient had not experienced any recent injury or trauma that may have damaged the vns therapy system; however, the patient reportedly has a lot of scar tissue in area of implant secondary to old trauma. The patient underwent vns therapy system replacement surgry, during which both the lead and generator were replaced. Lead leak is suspected. No adverse event was reported in conjunction with the high impedance condition.